Event description:
Pt developed swelling in the groin area one week post-procedure. The swelling gradually increased until the pt was febrile and presented with a groin abscess and purulent discharge from the groin site; treated with antibiotics. A cardiologist and vascular surgeon were consulted. An ultrasound was requested and surgical intervention was required to treat the infection. The pre-operative diagnosis was an infected right puncture site. The vascular surgeon, performed an exploration of the right groin through a vertical incision. According to the operative note, remains of the angio-seal were removed, no "plug" remained; the arterial anchor was not retrieved. Post-operative treatment included antibiotics. After discharge from the hosp, approx two weeks later, the pt was followed on an outpatient basis. The wound was healing with little discharge and treatment included silver nitrate and primapore. About two weeks later the wound was described as "settling down following removal of the infected angioseal device." A small amount of tissue granulation was present, but there was no drainage from the wound. The pt was to follow up with the surgeon in one month. Reportedly, the pt was recovering.